Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endowrist stapler 45 instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The instrument passed initialization during the first attempt, however, the instrument immediately failed the clamping process. The instrument was removed and placed on the system again but this time failed initialization around 40%. The housing was removed and the roll lifter bearing was found broken. A small piece of the shell of the roll bearing fell from the chassis and was retrieved. Initialization failures are likely caused by the broken bearing fragments migrating into the clamp drivetrain. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken roll bearing found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci-assisted gastrectomy procedure, the endowrist stapler 45 instrument would not calibrate. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.